Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the occlusion alarm occurred. Customers blood glucose lever was 559 mg/dl. Customer declined to trouble shoot with tandem technical support, therefore, no additional information was provided.